Manufacturer narrative:
As reported, the patient developed a seroma post implant of a phasix mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative seroma. Seroma formation is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-feb-2024) is considered to be a best estimate as based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open incisional hernia repair the patient was implanted with a phasix mesh. Post implant the surgeon advised that a mild seroma was observed over a period of 12-15 months. It was reported that the mesh remains implanted, no medical/surgical intervention needed, and the patient is reported to be in good condition.